Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19793. It was reported that the patient presented to clinic for follow-up. Interrogation of the implantable cardioverter defibrillator (ICD) revealed an alert for non-sustained ventricular oversensing. There were multiple episodes with single over-sensed beats noted, ranging from 16 oct 2017 until 05 may 2021. The oversensed beats appeared to be due to myopotential oversensing on the right ventricular sense channel. The signal could not be reproduced with isometrics or pocket manipulation. Programming changes were made to address the oversensing. There were no patient consequences, and the patient would continue to be monitored.